Manufacturer narrative:
(B)(4). Date of birth: the patient was born in 1943. Concomitant medical products: persona cruciate retaining femoral component, catalog #: 42502606801, lot #: 63567259, persona 5-degree stemmed tibial component, catalog #: 42532007901, lot #: 63496652, persona fixed bearing articular surface, catalog #: 42511000610, lot #: 62759260, unknown optipac 60 rbc cement, catalog #: unknown, lot #: unknown . Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00081, 0002648920-2018-00421, 0002648920-2018-00422. Product was discarded.

Event description:
It was reported that the patient was revised to address flexion contracture and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The initial medwatch reported that 3007963827-2018-00082 would be sent in but it was determined to be unrelated to the event and was not sent. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.